Event description:
It was reported that a malfunction alarm with code malf 12 occurred. The impact on the customer¿s blood glucose level was within normal range, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was assisted by technical support with resetting the pump, and the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to contact support if any issues reoccurred.